Event description:
Boston scientific received information that this patient had an unrelated surgery having nothing to do with the heart, during which time, the patient went flatline while laying on the operating table and had to be resuscitated. The device was interrogated and noise was seen but all other measurements were normal. Boston scientific technical services (ts) was consulted and offered several troubleshooting techniques and asked if patient recently fell or if the noise could be reproduced. Ts believes this noise is telemetry noise. The physician chose not to make any programming changes and will leave as is, since all the measurements were normal following the surgery. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.